Event description:
There are some hepatitis and hiv1/2 kits in the market by the name of monobind inc, which has being sold since 2005 till now in the middle east. The external label of the box confirms, "for in vitro diagnostics use only". The quality of kits have been qualified and evaluated by different clinical laboratories, and all of those labs confirm the quality of kits are terrible, and there are a lot of false negative results for hiv1/2 and hepatitis. Therefore, you are asked to make an investigation of this very critical matter with monobind, because this issue has already effected a lot of poor pts' health and lives. Dates of use: it is more than 2 years. 2005-2007. Diagnosis: hiv1/2 and hepatitis.